Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after 8 months dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 65 ncm of primary stability was achieved, the patient presented bone type ii and immediate load and immediate implant were performed. The dentist also reported that trauma over the implant has happened.